Manufacturer narrative:
Concomitant medical products: 4058m58 lead, implanted: (B)(6)1994.

Event description:
It was reported that the atrial lead triggered a warning for low impedance; however, the lead impedance trend was stable. Additionally, the atrial electrogram showed some oversensing. The lead was programmed unipolar at some point in the past and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.